Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-05225. The patient received two scs systems. This issue is for the system implanted (B)(6) 2010. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken (B)(6) 2016 wherein the entire system was explanted.